Event description:
The facility reported an intermate had the tubing separated from the distal luer before patient use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed that the end of the tubing had been separated from the distal luer. Portion of the separated tubing still remained inside the luer post. Additionally, the edge of the separated tubing was observed to be jagged. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.